Event description:
The physician was treating the lad/diagonal bifurcation. The vessel was moderately to severely calcified. The lesion was pre-dilated and an attempt was made to implant a resolute integrity drug eluting. Resistance was experienced when passing through the previously deployed resolute in the lada/lm. It was decided to pull back the stent back into the guide and during retraction into the lad the stent dislodged into the lad. The dislodged stent was crushed into the vessel wall in the lad. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (stent embolism). No results available since no evaluation performed - (device or procedural images not provided for review). Related to operational context ¿ (device passed through a previously deployed stent). (None) ¿ device not returned for evaluation. Conclusion results: known inherent risk of procedure ¿ (stent embolism). Unable to confirm complaint (device not returned). Operational context contributed to event ¿ (device passed through a previously deployed stent). (B)(4).